Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. Pump successfully downloaded traces and history file using thump. No pump error 53 alarms noted during testing. However, error 53(line number 98 file number 2) alarms confirmed in the pump history files on 11/03/2024 at 00:14:01.000. No pump error 63 alarms noted during testing. However, pump trace download confirmed pump error 63(variable info 3) (line number 367 file number 37) alarm in the pump history file on 11/07/2024 at 14:38:44.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing however, noted in the pump trace download on [11/03/2024 at 00:14:04.000]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and broken belt clip rails. In summary, customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Alleged pump error 53 (line number 98 file number 2) alarms confirmed in the pump history files due to a possible software anomaly as per global logic analysis esf# (B)(4). Pump error 63(variable info 3) (line number 367 file number 37) was confirmed in the formatted history file on the event date 07-nov-2024 due to broken trace at pin#4 (scl)/pin#6 (sda) at u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced battery failed alarm, pump error 63-hardware low level failures, pump error 53-software error detected. The customer reported, no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer was able to clear the error and completed the rewind. Fill cannula delivery test was completed. And confirmed, as recorded in daily history. Error table did not indicate, that pump should be replaced. No harm requiring medical intervention was reported. Mmt-1782k was requested. And customer response was, the device will be returned. The customer will discontinue the use of the device.